Event description:
It was reported that externalized conductors were observed when an asymptomatic patient presented in the operating room for routine generator replacement due to normal eri. The electrical function of the lead was tested and no anomalies were detected. The lead was explanted and replaced. Patient condition was fine and stable.

Manufacturer narrative:
(B)(4).